Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Visual inspection noted an unraveled distal tip and a detached distal tip which was due to rotational wear. The overall length and the od of the distal tip was not measured due to the device condition. The od of the middle of the device and of the proximal section were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error, as the dfu states: "during burr advancement and ablation, advance at a rate such that the burr speed is decreased no more than 5000 rpm from the unloaded platform speed. Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes. Never advance the rotating burr by pushing in on the sheath, as this may result in buckling of the guidewire and perforation or vascular trauma. Always advance the rotating burr by using the advancer button. Never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip. Never operate the guidewire brake release unless you have a firm grip on the guidewire using the wireclip¿ torquer. Releasing the brake without first securing the guidewire may result in rotation and entanglement of the guidewire." (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05545. It was reported that the tip of the rotawire was detached and remained inside the patient. The 99% stenosed, 20mm x 2.0-3.5mm target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. Two ablations were performed using a 2.0mm rotalink¿ plus and a 330cm rotawire¿ to treat the specified lesion. First ablation was performed at 210,000 rpms at 10 - 15 seconds per ablation with the rotational speed decreased by 7,000 rpm. Second ablation was then conducted at 210,000 rpms at 12 - 13 seconds per ablation which went down by 3,000 rpm. During ablation, it was observed that the burr kept on moving back and forth. Furthermore it was noted that the burr was not inserted into the spring tip of the rotawire. Subsequently, after the second ablation, the physician inserted an unspecified micro catheter and pulled the rotawire in order to exchange the wire to an unspecified guidewire. However, upon removal of the rotawire, the physician noted that the tip was separated by 15mm in length and has remained into the patient's body. The physician attempted to retrieve the fragment using a 2.0mm snare; however, the fragment was in the distal of the lad which might have been sticking into the apex area. The physician opted not to retrieve the remaining portion to prevent patient risk. An optical coherence tomography (oct) was performed to check for any coil stretch toward the proximal side and no issue was noted with the coil. The physician then deployed a 16 x 3.0 promus premier stent into the specified lesion and post dilation was performed to complete the procedure. Final angiography was conducted to check for changes in blood flow, ECG and ck elevation. No issues were observed and no further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05545. It was reported that the tip of the rotawire was detached and remained inside the patient. The 99% stenosed, 20mm x 2.0-3.5mm target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending (lad) artery. Two ablations were performed using a 2.0mm rotalink plus and a 330cm rotawire to treat the specified lesion. First ablation was performed at 210,000 rpms at 10 - 15 seconds per ablation with the rotational speed decreased by 7,000 rpm. Second ablation was then conducted at 210,000 rpms at 12 - 13 seconds per ablation which went down by 3,000 rpm. During ablation, it was observed that the burr kept on moving back and forth. Furthermore it was noted that the burr was not inserted into the spring tip of the rotawire. Subsequently, after the second ablation, the physician inserted an unspecified micro catheter and pulled the rotawire in order to exchange the wire to an unspecified guidewire. However, upon removal of the rotawire, the physician noted that the tip was separated by 15mm in length and has remained into the patient's body. The physician attempted to retrieve the fragment using a 2.0mm snare; however, the fragment was in the distal of the lad which might have been sticking into the apex area. The physician opted not to retrieve the remaining portion to prevent patient risk. An optical coherence tomography (oct) was performed to check for any coil stretch toward the proximal side and no issue was noted with the coil. The physician then deployed a 16 x 3.0 promus premier stent into the specified lesion and post dilation was performed to complete the procedure. Final angiography was conducted to check for changes in blood flow, ECG and ck elevation. No issues were observed and no further patient complications were reported and the patient's status is good.